Event description:
Pt called alleging that the test strips had color marks/tape on them. The test strips have not been opened longer than the discard date. Pt did a back to back testing within 11-20 minutes from one another and obtained a reading of 540 mg/dl and then 302 and 273 mg/dl. The variance of these results is outside the acceptable range. The technique of applying blood on the test strip was proper. Pt did not seek medical attention or call md. Customer service was unable to resolve the test strip issue and sent pt a new vial of test strips.